Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the implant procedure, the battery bar was gray with pre-implant indication. The device was not implanted. The gray bar was to be re-interrogated within a three day specified timeframe. Upon re-interrogation the current battery voltage was within acceptable range. No patient complications have been reported as a result of this event.